Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd safety-glide¿ insulin syringes 13mm x 29g 1 ml had floating white pieces of plastic. The following information was provided by the initial reporter: when drawing up insulin in the syringe. Looks like there are two floating white pieces of plastic.